Manufacturer narrative:
(B)(4). The event was reported to have occurred in (B)(6) 2014. A batch review was conducted for potentially associated lot numbers gd896290 and gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic intraperitoneally (dose, frequency and duration not reported) for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this event.